Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
Additional information was received that the patient had initially presented to the emergency room after an alert was triggered for rv oversensing. Technical review of the electrograms revealed noise was observed on the v sense channel. The physician suspected the lead had pulled back in the pericardium.

Event description:
It was reported that the right ventricular (rv) lead displayed intermittent out of range pace impedance and more recently displayed variable impedances. Sensing and capture was stable. The lead was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)